Event description:
Coiling treatment of a basilar tip aneurysm. It was reported the coil was partially placed and required manipulation to re-position a coil loop into the aneurysm. During the re-positioning of the coil, the coil detached in the catheter. The physician was able to push the remainder of the coil into the aneurysm. No pt injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A f/u report will be submitted when the eval is completed.